Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular (ra) lead had dislodged. This was confirmed via x-ray. The physician believed that the rv lead had dislodged accidentally during the extraction of the right atrial lead done the day before on (B)(6) 2019. The rv lead was extracted and replaced. The patient was stable.